Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred prior to use during patient registration. The patient tracker and pointer were being used for electromagnetic tracking. It was noted that normally the customer uses the tracer function for patient registration. It is suspected that this is not a device or instrument issue, but rather that the customer needs further training for using this system. It was noted that the customer failed patient registration and could not use the navigation system. The surgery was completed without the use of navigation. It was reported that there had been no impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. The issue was suspected to be related to user error. However, logs were declined by the site, therefore it was found that there was insufficient information to determine the relationship of the software to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the device was evaluated in the field. No parts were replaced and the system functioned as intended. Codes b01, c19, and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that there was an over 4 mm inaccuracy in registration. The extent of surgical delay (if any) and patient impact were both unknown. On a later date, a manufacturer representative visited the site to test the registration accuracy of the system. Software was re-installed. A registration test with a resin head was performed, which passed with a registration accuracy of under 2.0 mm. The customer was instructed to use the system's 3 point trace functionality for registrations.